Event description:
It was reported that on (B)(6) 2014 the patient had lower back incision opening, possibly with erythema. There was also infection. Two days later the patient was in the operating room for system removal. It was also reported the system was placed (B)(6) 2014. The patient had not recovered and the symptoms or issue was ongoing. The patient was still on antibiotics. Some of the reported information was illegible. Follow-up is being done to determine the patient¿s condition before the event, any troubleshooting or diagnostics done, drug information and the patient outcome. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8 731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).